Manufacturer narrative:
Information received from the cypress study indicated that a patient experienced restenosis after having coronary artery stents implanted. The patient's history is significant for obesity, angina, previous pci ((B)(6) 2002), hyperlipidemia, hypertension, gerd, allergy to codeine and demerol, and a family history of coronary artery disease. The 1st target lesion was the 1st obtuse marginal (om). Vessel diameter was 3.6mm in diameter and 6mm in length. The lesion included a side branch, less than or equal to 2.5mm. Lesion classification was a and denovo. Pre-procedure stenosis was 75%. A cxs08350 was deployed at 12 atm. The stent was post-dilated with a 3.5 x 8mm balloon at 18 atm. The 2nd target lesion was the mid left anterior descending (lad). Vessel diameter was 3.4mm and the lesion length was 60mm. The lesion was moderately calcified and tortuous. Lesion classification was c. The lesion was an in-stent restenosis of a drug eluting stent. The lesion was pre-dilated and pre-procedure stenosis was 100%. A cxs18225 was deployed at 20atm. A cxs28250 was deployed at 20atm, abutting and proximal to the previous stent. A cxs18250 was deployed at 20atm, abutting and proximal to the previous stent. This stent was post-dilated. Post-procedure stenosis was 0% for all lesions. The patient was discharged the following day. Approximately 8 months post-procedure, the patient had a ptca with stent placement in the proximal lad. Reason for the revascularization was a positive ischemic function study. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and obesity. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Concomitant products: diovan, eptifibatide, heparin, plavix. This is one of 3 products involved with the reported event. The associated manufacturer report numbers are 3003742446-2011-00277 and 3003742446-2011-00290. Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) female with a history of obesity, angina, previous pci ((B)(6) 2002), hyperlipidemia, hypertension, gerd, allergy to codeine and demerol, and a family history of coronary artery disease. The 1st target lesion was the 1st om. Vessel diameter was 3.6mm in diameter and 6mm in length. The lesion included a side branch, less than or equal to 2.5mm. Lesion classification was a and denovo. Pre-procedure stenosis was 75%. A cxs08350 was deployed at 12atm. The stent was post-dilated with a 3.5 x 8mm balloon at 18atm. The 2nd target lesion was the mid lad. Vessel diameter was 3.4mm and the lesion length was 60mm. The lesion was moderately calcified and tortuous. Lesion classification was c. The lesion was an in-stent restenosis of a drug eluting stent. The lesion was pre-dilated and pre-procedure stenosis was 100%. A cxs18225 was deployed at 20atm. A cxs28250 was deployed at 20atm, abutting and proximal to the previous stent. A cxs18250 was deployed at 20atm, abutting and proximal to the previous stent. This stent was post-dilated. Post-procedure stenosis was 0% for all lesions. The patient was discharged the following day. Approximately 8 months post-procedure, the patient had a ptca with stent placement in the proximal lad. Reason for the revascularization was a positive ischemic function study. Addendum received 6/3/2011: the site reported that at the procedure on (B)(6) 2010: the mid lad distal to the first diagonal shows a prior stent with a distal 95% in stent restenosis with successful ptca and stent placement to the proximal and mid lad.